Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor position encoder error . Customer's blood glucose was 215 mg/dl. The customer received an eternal flash crc error alarm. The customer stated the alarm cleared with esc/act. The customer change battery before call. The customer was unable to rewind or reprogram. The customer stated that the alarm occurred just one time. The customer was advised that the device would be replaced. The customer was advised to follow up iwth healthcare provider for pump setting. The customer is going to hospital for treatment.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.